Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Device manufacture date not available at this time. In an inspection of system on-site, a medtronic rep could not replicate the issue.

Event description:
A medtronic rep reported that during a scheduled inspection, there was an ent software freeze. There was no pt present.